Manufacturer narrative:
(B)(4). The g5 system is associated with product code pqf. Product code pqf is not currently available.

Event description:
Dexcom was made aware on 01/21/2017 that on (B)(6) 2017, upon removal of the sensor pod from the patient body, the sensor wire had detached. The sensor was inserted on the arm on the (B)(6) 2017. It was reported that the patient used an alternative insertion site. No additional event or patient information is available. No product or data were provided for evaluation. The reported detached sensor wire could not be confirmed. A root cause could not be determined. Labeling indicates: do not insert the sensor component of the dexcom g5 mobile system in a site other than the belly/abdomen (ages 2 years and older) or the upper buttocks (ages 2 to 17 years). The placement and insertion of the sensor component of the dexcom g5 mobile system is not approved for other sites. If placed in other areas, the dexcom g5 mobile system may not function properly.

Manufacturer narrative:
(B)(4).

Event description:
A sensor (part number sts-gl-011/serial number (B)(4)/lot number 5219869) was returned for evaluation. A visual inspection was performed and the sensor wire was detached from the sensor pod and seal carrier. The reported event of a detached sensor wire was confirmed; however, it is unknown if the returned sensor is the complaint sensor. A root cause could not be determined.